Manufacturer narrative:
The device was returned for analysis. During product analysis it was noted that flower deployment was not attainable. Dissection revealed kinking of the guidewire lumen, resulting in the inability to fully deploy the catheter. No significant anomalies were noted concerning of the splines. The device passed the spline inversion test. The unintended use error caused or contributed to event cause code was selected for the finding of a kinked guidewire lumen. It's likely that the kink in this location occurred when the user deployed/undeployed the catheter without a guidewire inserted.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation a farawave was selected for use. The catheter and sheath were prepared correctly. The guide wire port was flushed with the guide wire inserted through the tip. The deflection of the catheter was tested with the petals bent back coplanar and returned to undeployed state. Then catheter was then inserted and deployed to a biscuit shape mid-chamber. The guidewire was retracted and after seeing the catheter was not fully in the flower form, retracted further with the guidewire still inside the catheter, not out of the tip. This is when it was noticed that the splines did not lay into a petal shape and two of the 'petals' appeared to be bunched up together. The guidewire could no longer be extended outside of the tip of the catheter and two separate wires were used. A new catheter was used with the second wire and the case was completed successfully. No patient complications were reported. The device is expected to be returned.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation a farawave was selected for use. The catheter and sheath were prepared correctly. The guide wire port was flushed with the guide wire inserted through the tip. The deflection of the catheter was tested with the petals bent back coplanar and returned to undeployed state. Then catheter was then inserted and deployed to a biscuit shape mid-chamber. The guidewire was retracted and after seeing the catheter was not fully in the flower form, retracted further with the guidewire still inside the catheter, not out of the tip. This is when it was noticed that the splines did not lay into a petal shape and two of the 'petals' appeared to be bunched up together. The guidewire could no longer be extended outside of the tip of the catheter and two separate wires were used. A new catheter was used with the second wire and the case was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.